Event description:
It was reported that the patient experienced diaphragmatic muscle stimulation from their left ventricular (lv) lead during device interrogation one day post-implant. The lead was turned off and remains in the patient. This patient was a participant in the product surveillance registry study. No patient complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).